Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). Gts evaluation summary: the device was not returned to be evaluated by the product analysis lab. The cause of the increased intra-peritoneal volume (iipv) was undetermined. A device history review revealed no issues that may have caused or contributed to an iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's (B)(4) to request assistance on the home choice (hc). Per the initial report, the home patient (hp) stated felt too full, initial drain volume 6ml, fill volume 2419ml. The hp stated she bypassed the initial drain because she thought she was empty and now she feels overfilled. The hp stated the last fill volume was 2500ml. The technical service representative (tsr) assisted the hp with a manual drain on the hc, drain volume 5552ml. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.